Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). \a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had issues with hemolysis in tubes and push-off when collecting sample. No report of injury or medical intervention. No report of blood exposure to mucous membrane.

Event description:
It was reported that bd vacutainer sst ii advance plus blood collection tubes had issues with hemolysis in tubes and push-off when collecting sample. No report of injury or medical intervention. No report of blood exposure to mucous membrane.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Bd had not received samples, but a video was provided by the customer facility for investigation. The video was evaluated and the customer's indicated failure modes for hemolysis and the tubes pushing off the non-patient needle with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed that related to the current failure modes. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Hemolysis can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to hemolysis range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in hemolysis. Based on evaluation of the customer video, the customer¿s indicated failure modes for hemolysis of the sample and the tube pushing off the non-patient needle with the incident lot was observed. Additionally, evaluation/testing of the retain samples was conducted and no issues were observed. Based on the investigation, a root cause could not be determined for the tube push-off issue observed although this issue has been noted to be attributed to the acquisition device. No further information on the acquisition device was provided for this investigation. Based on the severity and occurrence of the reported condition there will be no further actions relating to the indicated failure mode for hemolysis. Review of the event description confirmed pic pas-010-pic (hemolysis) was appropriate. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.